Manufacturer narrative:
D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site zip/post code: gu9 8ql. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via clinical study that the subject had pain requiring intervention. On (B)(6) 2024, the subject was randomized (therasphere arm) in a clinical study (main phase). Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6) 2024. Technetium 99mtc albumin aggregated (99mtc-maa) angiogram was performed, and target volume was 410.1 cm3. 13.60 gbq was administered through vial 1. 3.37 gbq was administered through vial 2. Total dose administered was 16.97 gbq. Total activity of therasphere delivery to lung was reported as 0.172 gbq, and therasphere delivery to target tumor tissue was 329 gy. Total radiation dose to the perfused normal liver tissue was 109.5 gy, and radiation dose to lungs was 8.6 gy. On (B)(6) 2024, 1 day prior to index procedure, the subject experienced abdominal distension and pain without the need for intervention. On (B)(6) 2024, the symptoms worsened after the therasphere administration, and drug intervention treatment was administered. Morphine hydrachloride injection was given to treat the event. On (B)(6) 2024, 27 days post index procedure, the subject laboratory examination results revealed elevated direct bilirubin, indirect bilirubin elevation and elevated total bilirubin. No corrective action was taken to treat these events. It was further reported that in addition to the morphine hydrachloride injection administered transdermally, a flurbiprofen axetil injection was administered intravenously as a corrective action to treat the event of abdominal distension and pain.

Manufacturer narrative:
D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site zip/post code: gu9 8ql. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via clinical study that the subject had pain requiring intervention. On (B)(6) 2024, the subject was randomized (therasphere arm) in a clinical study (main phase). Planned treatment type was uni-lobar treatment. Treatment with therasphere was performed on (B)(6) 2024. Technetium 99mtc albumin aggregated (99mtc-maa) angiogram was performed, and target volume was 410.1 cm3. 13.60 gbq was administered through vial 1. 3.37 gbq was administered through vial 2. Total dose administered was 16.97 gbq. Total activity of therasphere delivery to lung was reported as 0.172 gbq, and therasphere delivery to target tumor tissue was 329 gy. Total radiation dose to the perfused normal liver tissue was 109.5 gy, and radiation dose to lungs was 8.6 gy. On (B)(6) 2024, 1 day prior to index procedure, the subject experienced abdominal distension and pain without the need for intervention. On (B)(6) 2024, the symptoms worsened after the therasphere administration, and drug intervention treatment was administered. Morphine hydrachloride injection was given to treat the event. On (B)(6) 2024, 27 days post index procedure, the subject laboratory examination results revealed elevated direct bilirubin, indirect bilirubin elevation and elevated total bilirubin. No corrective action was taken to treat these events.